Event description:
During follow-up, decreased sensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the device had migrated, leading to microdislodgement of the ra lead and rv lead and complete dislodgement of the left ventricular (lv) lead. The device and lv lead were explanted and replaced to resolve the event. The ra lead and rv lead remain implanted. The patient was stable and there were no adverse consequences. Related manufacturer reference numbers: 2017865-2022-15975, 2017865-2022-15977, 2017865-2022-15978.